Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: on examination, the display lens was noted to be scratched. When the pump was powered on the display was noted to be dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.